Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A b30 scope communication error was present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was presenting a b30 scope communication error during receipt inspection. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no image and the scope identification information disappeared. However, the definitive root cause of the b30 scope communication error and the disappearance of the scope identification information could not be determined. It is possible that the cause was a defect of the image sensor unit, the failure of the internal circuit board of the video connector, or the system. Olympus will continue to monitor field performance for this device.